Event description:
The customer states that the hemoglobin and hematocrit values were not matching for one patient when using a cell-dyn 1800 analyzer. The results for this chemotherapy patient were as follows: cd 1800 analyzer: hgb=8.8 g/dl, results obtained with another analyzer (method unknown) hgb=10.2 g/dl. Patient was sent to be transfused. Prior to transfusion, the patient was re-drawn and tested, yielding a hemoglobin of 10.2 g/dl (method unknown). The patient was transfused based on symptoms and not based on the 8.8 g/dl hemoglobin generated by the cell-dyn 1800 analyzer, so the event was not considered an adverse event. Patient age/sex/weight information was not provided. No further impact to patient management was reported.

Manufacturer narrative:
Investigation summary: the customer reported hemoglobin (hgb) and hematocrit (hct) (h&h) not matching when using the cell-dyn 1800 analyzer to process patient samples. A chemotherapy patient specimen yielded a hgb result of 8.8 g/dl (no hematocrit value provided). The sample was retested using another analyzer (method unknown) yielding a result of hgb=10.2 g/dl. The patient was sent to be transfused. Prior to transfusion, the patient was re-drawn and tested, yielding a hemoglobin of 10.2 g/dl (method unknown). The patient was transfused based on symptoms. No further impact to patient management was reported. The customer did not have any calibrator material on hand for calibration. The customer was having issues with their qc runs that morning; but after cleaning, all qc was within range. The customer cleaned the aperture plates and dilution cup with little improvement. The customer technical advocate (cta) verified the diluent syringe was clean with no bubbles, and asked the customer to run precision test. The customer provided precision data; the hgb results were within range. The cta provided the customer with assistance in performing a calibration. The issue was resolved by calibrating the instrument. The customer verified the instrument by running controls. There were no further issues from the customer concerning not matching. Trending: a review of complaint reports for the months of december 2006 to february 2007 did not indicate an adverse trend for the cell-dyn 1800 system, list number 07h77-01 for the complaint issue. Labeling: the event is addressed in the cell-dyn 1800 operations manual. Section 9: service and maintenance; as required procedures, pages 9-35 to 9-40; 9-43 to -47; 9-70. Section 10: troubleshooting and diagnostics page 10-36. Section 11: quality control; quality control procedures, page 11-3. Conclusion: the issue of hemoglobin and hematocrit mismatching was resolved by performing an instrument calibration. No further impact to patient management was reported. This is the final report.